Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer. Please note this emdr is submitted late due to technical issues in setting up a successful esg account.

Event description:
Patient contacted evolve via the website live chat stating that she had completed her home whitening and had swollen lips. Customer service rep. Informed the patient that this maybe due to allergy to the kor desensitizer and to cease use of it immediately. Obtained patient's dentist information for follow-up. Contacted dental office for follow-up. Was informed on 1-21-2016 that patient was doing fine, despite the mild swelling. Left several message to office for further follow-up, but did not hear back.